Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. During interrogation in mortuary, lead dislodgement and oversensing were observed. The patient received inappropriate shock. Non-sustained rv oversensing episode as well as vf/lead noise was noted. It was suspected that the episodes are likely related to the dislodgement. Upon further follow up, we were informed that the cause of death was not device related. It is unknown when the issues occurred in relation to patient death.